Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment was not returned for evaluation therefore a visual or functional evaluation could not be performed. The reported problem could not be visually or functionally confirmed. A log file/screenshot review was performed, and the reported problem was not confirmed. The log files/screenshots showed that the gap assessment screen looked correct in the planning screen. The gap assessment screen is showing a normal curve in the collected measurements, if there was an error in the gap collection, the curve would show more of a spike. It is noted that the post operation gap assessment screen is showing higher numbers than the planning screen, which can contribute to the surgeon not being able to see the gaps visually while collecting the range of motion during the case. It appears that the surgeon felt that the gap collection felt good in his hands but did not like the gap collection measurements that were produced from it. The cori is functioning as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the surgeon not collecting enough points on the tibia. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence cori had an error in gap collection. When there was stress applied to the leg there was normal reading however when stress was released there was a large jump in laxity around 90-120 degrees of flexion. According to the surgeon's eye and feel the is robot is getting an incorrect read and the jump in laxity around that 90-120 degrees of flexion. Surgery was performed with the same device. No delay and harm to patient reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment was not returned for evaluation therefore a visual or functional evaluation could not be performed. The reported problem could not be visually or functionally confirmed. A log file/screenshot review was performed, and the reported problem was not confirmed. The log files/screenshots showed that the gap assessment screen looked correct in the planning screen. The gap assessment screen is showing a normal curve in the collected measurements, if there was an error in the gap collection, the curve would show more of a spike. It is noted that the post operation gap assessment screen is showing higher numbers than the planning screen, which can contribute to the surgeon not being able to see the gaps visually while collecting the range of motion during the case. It appears that the surgeon felt that the gap collection felt good in his hands but did not like the gap collection measurements that were produced from it. The cori is functioning as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. Cori-v1.4.3 has been validated. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.